Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with sensor anomaly. It was reported that the customer placed the sensor into the inserter and when they pulled the plastic frame off, the sensor stayed on the plastic frame and the needle retracted into the inserter. It was reported that the customer was able to insert sensor just fine after. The customer's blood glucose level was reported to be unknown. Troubleshoot was reported to be conducted. It was reported that the sensor and serters would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found needle separated from sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.